Event description:
Information was received from a patient with an implantable pump. It was reported that the communicator was not paired with the handset and when it was paired to the handset, administering the bolus was taking longer than expected. Factors that may have led or contributed to the issue were unclear. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# unknown, product type: accessory. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.